Event description:
It was reported to philips that there was an issue with the wireless footswitch. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch was not working. Per the information collected, the wi-fi (led) indicator on the wireless footswitch and the battery indicator were off. The fse replaced the wireless footswitch and the pictogram sheet. But the new wireless footswitch was not connecting to the existing base station. So, the fse replaced the base station. The fse also replaced the battery in the generator as a standard part in the planned maintenance. The defective wireless footswitch and the base station were returned to philips for further analysis. The analysis confirmed the malfunction of the wireless footswitch and identified that the footswitch does not connect to any compatible base station as expected. The tests determined that the 4 mounting brackets and the plastic antenna tubing was missing in the base station. After the necessary replacements were made, the system was returned to use in good working order. The investigation determined that this malfunction is not connected to any field safety corrective action. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. There was no report of harm to the patient.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the wireless footswitch (wfs) was not working properly. The fse observed that the receiving light emitting diodes (leds) on the wfs was red indicating there was no wireless connection with the base station. To resolve the issue, the fse replaced the wfs and wfs base station. After the replacement, the system was returned to use in good working order. The wfs and wfs base station were returned to philips for failure analysis. The wfs was investigated by r&d, and it was identified that the bluetooth module connection was loose, which can potentially cause intermittent loss of wireless connection. This is version 1 wfs which is no longer in production and when replacement is required a version 2 wfs will be installed. The functional testing of the base station passed, and no failures were found. The codes were updated based on the investigation outcome.